Event description:
Boston scientific received information that this patient¿s system displayed high out-of-range (oor) right atrial (ra) pacing lead impedance measurements of greater than 2000 ohms. Additional information was obtained indicating that this high oor pacing lead impedance measurements were greater than 2000 ohms in both unipolar and bipolar configurations. The ra lead was removed via laser and was destroyed while the device remains in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Only distal segment of the lead was returned. The outer coil was completely pulled apart from the inner coil. At the proximal end of returned segment, the outer coil showed severed, while the inner coil showed all coils fractured. Microscopic analysis revealed inner coil fractured approximately 24 cm from the terminal pin. This type of fracture is consistent with fatigue fracture.